Manufacturer narrative:
Consumer would only allow pad to be tested at an independent lab through our insurance co and would not provide any documentation of injuries to homedics.

Event description:
Consumer sustained 2nd and 3rd degree burns to the right side of her torso and breast.